Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. B3: the actual event date is unknown, therefore the publish date is used as the event date. H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. Literature title: significance of perioperative intrasac pressure in sac shrinkage after endovascular abdominal aneurysm repair source: international angiology, 42(3), pp. 201¿208. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Kano, m. Et al. (2023) ¿significance of perioperative intrasac pressure in sac shrinkage after endovascular abdominal aneurysm repair,¿ international angiology, 42(3), pp. 201¿208. Doi: 10.23736/s0392-9590.23.05004-6. Summary: this study is a retrospective, single-center analysis of 113 who underwent endovascular aneurysm repair (evar) using the gore c3 excluder between march 2016 and december 2020. There were predominantly male with 113 patients. A mean age in patients who confirmed sac shrinkage was of 73.1±9.2 years old and a mean age in patients who not confirmed sac shrinkage was 75.8±7.2 years old. Authors evaluated the change of intrasac pressure during operation and its association with aneurysm sac shrinkage one year after evar. According to the instruction for use (IFU) of the c3 excluder, 23 patients who did not conform to at least 1 of the aneurysm neck parameters, such as proximal neck length <15 mm or >60° infrarenal angulation were classified as being treated outside of the IFU . Aneurysm sac diameter was compared between that on baseline preoperative CT and that on postoperative computerized tomography (CT) scans at 1 year. An aneurysm sac shrinkage or enlargement was defined as a decrease or increase in sac size of =5 mm, respectively; a stable aneurysm was defined as a change of <5 mm. A change in aneurysm sac diameter of 5 mm from baseline was considered significant, whether due to shrinkage or expansion. Intrasac pressure was measured after main-body deployment, after all-leg deployment, and after balloon dilatation. The systemic blood pressure, which was measured in the radial artery, and intra-sac pressure were obtained simultaneously when intrasac pressure was measured before and after stent graft deployment. When angiography detected type I or iii endoleak, re-balloon inflation or cuff placement was performed, and then pressure measurements were repeated. The change in aneurysm sac size was evaluated on non-contrast CT scans within 1 month, 6 months (optional), and 1 year after evar. Aneurysm sac shrinkage was noted in 33 of 113 patients (29%), a stable aneurysm sac was observed in 78 of 113 patients (69%), and aneurysm sac expansion was observed in two of 113 patients (2%). These patients. Were divided into two groups: patients with aneurysm sac shrinkage (33 patients, 29%) and those without (80 patients, 71%). Minor type ib endoleak was detected during the operation in one patient, but it disappeared within 1 month after the operation. 36 patients were noted to experience type ii endoleak during follow-up. One patient with aneurysm sac shrinkage needed additional treatment within 1 year postoperatively; chimney technique for type ia endoleak was performed at 3 months postoperatively.